Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the output in march was 2.5 and 2.9. Since the end of december, lower back pain developed, leading to hospitalization, and the output was changed to 4.0 and 4.6, but the pain did not improve and instead worsened. The patient stated that after visiting another orthopedic clinic, they were advised to consult the university regarding the lower back pain, and a referral letter was provided. The patient became unable to walk even 20 meters without using a cane, and a long-term care certification of support level 2 was granted. The patient expressed a desire to have it removed as soon as possible, which was listened to attentively. As this concerns treatment policy, the patient was advised to consult the attending physician, and it was conveyed that the information would be shared with the responsible staff. It was noted the issue was not resolved at the time of the report.